Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an error message indicating "not detected on communication bus" appeared. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fh drawer six on this main had a bad controller board. A field service engineer replaced the controller board and rebooted the station to resolve. The system functioned as intended after the field service engineer repaired the device.